Manufacturer narrative:
The reported complaint of, "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message upon powering up," was confirmed during functional testing, and based on the archive data review. During investigation, it was determined that the temperature sensor may have had some intermittent technical problems that could not be consistently identified during the functional testing and/or there was a loose connection between the temperature sensor cabling and the power distribution board (pdb), which resulted in intermittent occurrences of the ua41 error messages. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer, and as per the customer, the autopulse platform was stored in a zoll backpack carrying case in their ambulance, parked in a climate-controlled garage. During the visual inspection of the returned platform, a vertical crack was noted to be running through one of the screw fittings of the front enclosure. The observed physical damage was not related to the reported complaint, and it appeared to be the characteristics of normal wear and tear, and/or user mishandling. The autopulse platform is a reusable device, and was manufactured in october 2014, has exceeded its expected service life of 5 years. The damaged front enclosure was replaced to address the issue. A review of the archive data was performed, and showed multiple ua41 (patient temperature sensor failure) error messages to have occurred around the customer's reported event date, thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the archive showed the following user advisories (ua) to have occurred intermittently around the customer's reported event date: ua02 (compression tracking error) and ua19 (max applied load exceeded). The error messages were cleared by the user and were not reproduced during functional testing. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, the user advisory 19 error message alerts the operator that the load plate has detected too much weight being applied. The ua19 error message can be cleared by restarting the platform. During functional testing, the platform intermittently displayed the ua41 error message; thus, confirming the reported complaint. During further investigation, the temperature sensor cabling was checked by blowing hot and cool air directly to the location of the temperature sensor mounted, and the sensor responded respectively to the temperature increase/decrease. Nevertheless, the power distribution board (pdb) and temperature sensor cabling were replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be consistently identified during the functional testing and/or there was a loose connection between the temperature sensor cabling and the power distribution board (pdb), leading to the intermittent occurrences of the ua41 error messages. Unrelated to the reported complaint, it was noted that the drivetrain motor brake gap was too wide, out of the specification. The probable root cause for the observed issue was due to normal wear and tear. The brake gap could not be adjusted and continued to open out of specification. The drivetrain motor was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. Once the autopulse platform was powered on, it displayed user advisory (ua) 41 (patient temperature sensor failure) error message. The ems crew immediately switched to manual CPR and finished the call. No consequences or impact to the patient. Later, back at the station, the autopulse platform performed compressions for two hours with no interruptions. However, the next morning, the platform displayed the ua41 error message upon powering up. As per the customer, the autopulse platform is stored in a vertical position in a zoll backpack carrying case in the ambulance, which is parked in a climate-controlled garage.